Event description:
The lariat was being used to ligate the left atrial appendage. A pericardial effusion developed shortly after successful closure of the laa and upon removal of the device. There case was unremarkable up until that juncture. The doctor performed a thoracotomy to stitch a small tear at the base of the appendage. The patient was reported to be recovering normally following surgery.